Event description:
It was reported that the patient sent a remote transmission due to a few beats of ventricular tachycardia (vt) and the device was beeping. It was discovered that there was an alert due to low right ventricular (rv) lead pacing impedance. The rv lead also had variable thresholds and high r-waves. It was also noted that there was intermittent undersensing on the right atrial (ra) lead. The leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.